Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged intermittent power issue. In addition, it was reported that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/04/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/29/2016 with the following findings: the battery compartment was cracked. No damage was found to the battery cap. The battery cap was able to fully secure to the pump. The battery cap contact height and width measured within specifications. The review of the black box data revealed a power rebooting event that was accompanied with a replace battery alarm at the time of rebooting. A low battery warning was confirmed on the date of the alleged power issue occurrence. The voltage in the black box was low. In addition, black box showed pump in use for 72 hours beyond the time of reported reboots with no further power issues occurring. Pump was exercised for 24 hours with no power interruptions. The pump was opened up and no damage was found to the power circuit.